Event description:
A surgeon reported that during implantation of an intraocular lens, pt developed a problem with the capsular bag. The lens was removed. The association between this event and the iol are not known. Additional info has been requested.